Event description:
It was reported the catheter was in use in the brachial artery of a patient in the nicu. During removal, the catheter separated from the hub. The catheter had to be surgically removed from the patient. The catheter appeared to be cut from the hub. There was a delay in treatment but no patient death or complications reported.

Manufacturer narrative:
(B)(4). Additional information: the reported complaint was confirmed through examination of photographs provided by the customer. The photographs depicted a catheter that was separated just below the hub and showed signs of use. No further information could be obtained from the photograph. A comprehensive investigation could not be performed because the physical sample was not returned for analysis. A review of manufacturing records did not yield any relevant findings. The provided instructions state to minimize the risk of cutting the catheter do not use scissors to remove the dressing. A cause could not be determined based on the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.